Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported by the patient that she underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient stated it was a very painful surgery and there was a long recuperation time. In 2005, it was discovered that the mesh was embedded in the patient's vagina. The patient underwent another surgery in 2008 and a different type of mesh was implanted. The patient stated that there was so much scar tissue and pain that she could no longer have sexual intercourse. Currently, the patient has had four surgeries performed on her.